Event description:
Report received that a patient had vocal cord paralysis after a vns surgery. However, the surgeon who reported this could not recall the name of the patient and indicated the event occurred several years ago. He was unable to provide any additional information. No additional relevant information has been received to date.